Manufacturer narrative:
The procedure was with novasure advanced, length measured 5cm, width measured 4.7 cm, power was 129 w and the ablation time was 78 sec. The doctor did perform a hysteroscopy before and after the ablation, and also performed a curettage pre-ablation. The post-ablation hysteroscopy showed a typical post-ablation endometrium, with no perforations noted. The patient was doing well following the procedure and was sent home. On day 3 post-operation, the patient called complaining of abdominal pain with a history of small bowel movements and diarrhea. The patient declined to come to the office for evaluation. On day 4 post-operation, the patient called again complaining of worsening pain including upper abdominal pain and vomiting. The patient was sent to her local public hospital for emergent treatment. The physician that took over her care at the public hospital performed a CT scan that showed no indication of bowel injury and no air in the abdomen. The patient has prescribed antibiotics and was kept for the next two days and had a return of nausea and vomiting. A diagnostic laparoscopy was performed on day 6 post-ablation. The laparoscopy noted the left sigmoid colon laying across the left side of the uterus, which was easily/gently pulled apart he said it was as if the inflammation had caused the beginnings of adhesions. Underneath this adhesion was a uterine perforation approximately 1cm in diameter and photographs of the uterus from the laparoscopy showed a smaller diameter perforation on the right cornu. A general surgeon was brought in to verify the integrity of the bowel, no bowel injury was found. Two days after the laparoscopy (day 8 post-ablation) patient was discharged home. 4 days after returning home (12 days post ablation) patient was re-admitted for worsening symptoms, including pain and nausea. A second CT scan was performed and no bowel injuries or other significant findings were found. The patient was counseled to stay under observation but no additional surgery and see if she would begin feeling better as the body continues to heal and the inflammatory response settled. The patient was feeling better the following day and was discharged home. The patient is currently stable and no further interventions have taken place.

Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6), a novasure procedure was performed, 4 days later the patient went back to the hospital with pain and vomiting. The doctor scanned the patient and later had a laparoscopy that showed burns to the outside of the uterus on both corneal horns. The patient has been readmitted to the hospital as she could not keep any fluids /food down. Had another CT scan on (B)(6), and no sign of nowel burns, just the burns through the uterus known at this stage. If no improvement in the next few days the patient will be having a hysterectomy. No additional information available.